Event description:
It was reported that the patient had an increase in pain in their leg which started all of a sudden about a month ago. There were no reported falls or trauma associated with the event issue. Impedance testing of the patient¿s implantable neurostimulator (ins) showed all contacts on lead #0-7 were >40,000 ohms. When the manufacturer representative changed the reference electrode to #9, the results indicated that contacts on lead 8-15 were good. An x-ray was taken but they could not see any issues. The representative was going to try reprogramming using the lead 8-15. The patient was scheduled for a consultation for a revision to see if the cause of the high impedances and lost coverage can be determined. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that all electrodes read over 10,000 in both 0-7 and 8-15 slots in the implantable pulse generator (ipg). It was noted that the patient lost stimulation with the entire electrode due to high impedances. It was noted that the lead had impedances all over 10,000. X-rays were also performed. The lead was replaced with a new one on (B)(6) 2014 and the readings were normal. It was noted that the issue resolved. No patient outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 977a275, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a275, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Analysis of the lead ((B)(4)) found a broken conductor on the lead body at an unknown anchor site. It was noted that all conductors were broken 25.5 cm from the distal end.

Event description:
Additional information received reported that the patient was doing fine and was getting effective therapy post-operative with the new lead.